Event description:
During a laparoscopic assisted vaginal hysterectomy, the tsw35 was inserted into the pt. After opening the jaws, the white cartridge fell into the pt. The surgeon was able to retrieve the cartridge. The surgeon then opened another device to complete the case. There was no consequence to the pt. 11/8/96- surgeon reported the 12mm trocars were moving and sliding during the surgery. The surgeon completed the case with the trocars.